Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator was found in back-up mode upon interrogation after a radiation treatment. The device was successfully configured back to normal mode. The patient was in stable condition following device restoration.